Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms during normal use. Customer reported to have tried all remedies and issue persisted daily. Customer's blood glucose was 283 mg/dl. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump had cracked case at the display window corner, reservoir tube, minor scratched, cracked display window and missing the end cap sticker.